Manufacturer narrative:
No samples or lot number provided. The largest record average break strength in the last 2 years is 13.7 lbf, it is rare to see break strengths anything above 14 lbf. With no sample or lot number all conclusions will only be speculation.

Event description:
I was flossing my teeth two nights ago and, the floss got stuck. I was unable to remove and as I struggled to get it out, it broke a filled tooth off at the front of my mouth.